Manufacturer narrative:
After further review, it was identified that helium leak was not reproduced by getinge fse, making it non reportable to the FDA. As a result, emdr is not necessary. Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp)¿s helium gage was not accurate. There was no patient involved.